Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast reconstruction surgery with unknown size unknown tissue expanders on both sides at an unknown date and experienced bilateral wound infection postoperatively. As a result, the patient underwent bilateral explantation and replacement with unknown tissue expanders at an unknown date. This medwatch report is for the patient¿s left-sided device.